Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9 device availability - additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) 2025, the patient¿s husband noted on the follow app that the cgm reading was 40 mg/dl. The husband called the patient but was unable to reach her because the patient was unresponsive. The husband called the paramedics right away and the patient was treated with intravenous fluids, and a shot of glucagon (not a full shot according to the husband). The patient recovered at home and did not need to go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9 device availability - additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.